Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device was defective. After the anchor was deployed, when the device/sheath assembly was withdrawn, the suture came off the assembly. The anchor was successfully positioned by pulling the remaining suture manually and the hemostasis procedure was successfully completed. Estimated blood loss was less than 250 cc. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used angioseal sts plus device was received for product evaluation. No accessory components were received in addition to the device. However, a portion of the suture was found detached from the device. The returned device was subjected to visual analysis where blood-like substance was found. The carrier tube assembly was properly mated with the hemostatic sheath. The deployment sleeve was in the rear lock position with the color bands fully exposed. Approximately 9" of the suture was returned detached from the device. The suture contained the clear compaction marker. The proximal end of the suture was frayed. The distal end was compacted due to blood-like substance on the suture. The tensioner was removed from the device cap. There was no suture left on the tensioner. There was some blood like substance present on the tensioner. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.